Event description:
It was reported that during a tibial vessel treatment procedure, the balloon partially dislodged from the catheter. The balloon started to slip off the catheter while advancing the catheter over the .014" thruway wire inside the body. The physician removed the balloon and noted a kink where the balloon is located. He successfully completed the procedure using another of the same type of balloon. It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay." Additional information has been requested regarding this event.